Manufacturer narrative:
Corrected information: d4. Model #: 17138.

Manufacturer narrative:
Visual inspection confirms that the distal t-27 hexalobe tip of the final driver has completely sheared off. The tip was not returned with the instrument. The root cause is likely due to the applied force on the instrument exceeding the design strength of the instrument. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver sheared off during a case. The tip was retrieved from the patient.